Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2026-00594. It was reported patient lost effective therapy due to high impedances on the lead and the ipg reached end of life. Surgical intervention may be pending to address the issue.